Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the cartridge and a cartridge change error occurred. Multiple cartridges were used and the error message reoccurred. The customer's blood glucose level was 208 mg/dl. The customer was to revert to using insulin injections to manage diabetes.

Manufacturer narrative:
No device failure related to the reported occlusion alarm was found during device testing.